Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was unresponsive and the user could not unlock the device, with noted scratches present; a replacement device was arranged and the user transitioned to backup therapy, consistent with a device problem involving an unresponsive key/button and the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen resulting in unresponsive input. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.